Event description:
Pt in the operating room for davinci myomectomy. The assisting tech noticed a spark coming from the hook cautery while using inside the pt. Surgeon was notified, and upon confirmation of malfunction, case was stopped and new instrument was exchanged. Case was converted to mini-laparotomy.